Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). Failure (event) observed during analysis. Internal insulation abrasion was found at 7.4-8.3 cm and 37.2-37.5 cm from the distal tip. The etfe coating was inact at these locations.

Event description:
This report is to advise of an event observed during analysis.